Manufacturer narrative:
The facility called in to technical services and a new foot pedal was ordered. The replaced foot pedal will be sent in for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "footswitch sticking" (sticking). A customer reported the footswitch sticking in reflux mode. Add'l info was received: a nurse reported there was no patient impact. The case was reported using the same footswitch. The nurse stated when it would stick, they would kick the footswitch and continue to use it. After the case, the footswitch was exchanged for another one to complete the remaining cases of the day.